Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unknown antibiotics for the event. At the time of this report the patient was not recovered from this peritonitis event. Two days after event onset the pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.